Manufacturer narrative:
The evaluation is ongoing. The results will be provided to the follow-up report.

Event description:
The maxi sky 440 ceiling lift detached and fell on the caregiver's elbow causing pain. It occurred when the caregiver tried to raise the ceiling lift to attach it to the rail using the reacher (not manufactured by arjo). No patient was involved. As per the information provided, the ceiling lift was connected to the reacher¿s hook and during raising the ceiling lift with the reacher¿s hook detached from the reacher¿s rod (at the place of magnetic connection of both parts).

Manufacturer narrative:
The maxi sky 440 portable ceiling lift can be attached to the rail using the reacher, which consists of a rod and hook connected by a magnet. To connect the lift to the rail, the hook of the reacher must be attached to the lift¿s carabiner, and the lifting strap must be unwound to support the lift¿s weight while connecting it to the rail trolley. The instructions for use dedicated to the agencinox reacher warns to not raise the ceiling lift with the reacher. Instead, the lift should be raised by rolling up the strap once the carabiner is connected to the rail and the reacher rod is disconnected. According to the information provided, the ceiling lift¿s weight was not supported during the event, leading to its detachment while being raised with the reacher. The cause of the incident was discussed with the facility staff during an on-site visit by an arjo technician, who also provided instructions on the proper use of the reacher. In summary, the cause of the reported ceiling lift detachment has been identified as improper handling of the device, contrary to the specified instructions for use. The arjo ceiling lift met the specification during the event. The complaint decided to be reportable due to the maxi sky 2 detachment.